Event description:
The fe reported a precharge voltage error message. This error will prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and ordered a circuit battery charger, but no conclusion can be drawn as further repair info is not available.